Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's blood glucose was in the 400 mg/dl range. The patient was taken to the endocrinologist. Troubleshooting was declined for the high blood glucose. A self test was completed without incident. The screen was scratched but the customer was able to read the display. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.